Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. Patient (pt) reported he has a and b for left side pain but now he has new pain on the right side that started about 3 or 4 days ago and it is unreal. Tried to work with pt and his pp to check to see if another setting he has would cover that new pain or was made to help the right side. Pt was successful to change between a at 3.0 and b 3.5 and c 4.0 but said it was not helping the pain. Pt also wanted to report when lying down in bed when he lays on his left side he gets a terrible jolt. Tried to work with pt and his controller to check to see if adaptive stim was enabled but pt said he did not see it on a or on b by the time we were checking c he was complaining they rush him in the hcp office and wanted to end the call. Pt did confirm he has a hcp appointment next week and was encouraged pt to speak with hcp about the issues